Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2013; 4965-15 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the a right atrial (ra) lead warning was triggered due to a high impedance. Patient was brought into the clinic for evaluation. The device was interrogated and ra lead impedance was infinite and there was no sensing or capture. A lead fracture was suspected. The lead was programmed off (the device was reprogrammed to vvir) and remains implanted. No further patient complications have been reported as a result of this event.